Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent, malaise, fatigue, and cramps. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with two unspecified antibiotics (for two weeks, doses, routes and frequencies were not reported) for the event. At the time of this report, the patient outcome was not reported. Four days after the onset, the patient was switched to hemodialysis. No additional information is available.